Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The patient reported experiencing intermittent stimulation. The patient also indicated that when the patient is mobile, the device had ¿shut off¿ twice. Reprogramming was done, the transition zones and mobility setting were reset. Following reprogramming, the patient reported receiving effective therapy.